Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft migrated into the aneurysm sac. There was no visible endoleak however, there was considerable mural thrombus. The patient was not symptomatic and the patient was lost for follow up. Recently the stent graft was explanted from the patient. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.